Manufacturer narrative:
The reported complaint was confirmed. No further evaluation was completed as the unit has reached its end of service life so no repairs would be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the centrifugal control module would not turn on. There was no patient involvement.